Event description:
Pt is status post ICD implantation and has generally been doing well. Lead has shown gradually increasing impedances consistent with increasing malfunction. Pt underwent replacement of the defibrillator lead. The generator was almost 3 1/2 years old, and was replaced and upgraded also.